Manufacturer narrative:
(B)(4). On 02/16/2016, a medtronic representative documented in surgery notes: retention pin on the side of the percutaneous pin came out when the slap hammer was mistakenly slapped forwards then backwards when attempting to remove the percutaneous pin. Percutaneous pin was successfully removed and retention pin was recovered. No patient injuries resulted. There was no delay to the case. On 03/02/2016 a medtronic representative, following-up at the site, reported the pin could have fallen in the wound. Instead, the pin landed on the patient's back, a few inches from the incision. Return requested for 100mm sterile perc ref pin. Medtronic investigation of returned suspect device finds that, as reported, the cross pin is missing from the side of the percutaneous pin. The percutaneous pin is in otherwise good condition. Physical damage and pieces missing hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4).

Event description:
A medtronic representative reported that, while in a spine posterior lumbar interbody fusion (plif) procedure, when removing the percutaneous pin from the patient, the surgeon hammered it in twice before using the hammer to remove it. When the surgeon used the slap hammer to pull it out, the pin on the side came out. The surgeon was able to remove the percutaneous pin with no patient impact. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.